Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to a shock impedance measurement of 126 ohms. Technical services recommended troubleshooting options. The ICD and right ventricular lead (unknown model and serial number) remain implanted and no adverse patient effects were reported. It was additionally reported that the rv lead is a boston scientific 0292 (serial number unknown). The high shock impedance was a gradual increase over time and suspected to be due calcification/fibrosis of the rv lead. Physical maneuvers were performed to assess the lead and the outcome was negative. The physician elected to increase the high shock impedance alert to 150 ohms and continue to monitor the situation.